Event description:
A discordant progesterone result was obtained on an immulite 1000 for one patient sample. It is unknown whether the discordant result was reported to a physician. Siemens attempted to contact the customer a number of times and left messages to get further information, but there was no return response from the customer. There were no changes to patient treatment due to the discordant progesterone result.

Manufacturer narrative:
After a review by a siemens technical applications specialist, the cause for the discordant progesterone result is unknown. Due to the length of time between the test and the notification to siemens of the data, the sample quality (e.g type, collection information, transport information, potential for bubbles in the sample, etc) was not able to be verified. The instrument is performing within specifications. No further evaluation of the device is required.